Manufacturer narrative:
This report is submitted on 27 july 2020.

Event description:
It was reported that the patient experienced infections at abutment site and underwent skin revision surgery and was treated with steroids (type not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on 26 august 2020.

Event description:
It was reported that the patient was treated with several rounds of oral and topical antibiotics (date not reported).